Manufacturer narrative:
By checking the manufacturing chart of the involved lot# no pre - existing anomaly was found. We will submit a final report once the investigation will be concluded.

Event description:
During surgery occurred on (B)(6) 2019, the delta pro liner (liner high wall medium+ ø36mm, code # 5887.54.259, lot # 1819406) did not engage the delta tt pro acetabular cup. At the end, a new delta pro liner was used and surgery was concluded without additional issues.